Event description:
On 7/29/80 the aus device was implanted. On 1/13/81, 7/6/83 and 9/17/90 the cuff was revised. On 5/20/97 the cuff was removed, and balloon and pump were revised. On 9/2/97 the balloon and pump were removed from the pt due to "continent augmentation cystoplasty with pubo vaginal sling."